Event description:
The manufacturer's representative reported that a recently implanted pump was noted to be stalling and recovering "frequently". Alarms were also being heard. The pump was explanted in 2005 and replaced with a similar device. The pump was sent in for analysis.